Event description:
It was reported that during a laparoscopic right colectomy, ¿remove instrument from patient¿ was displayed in about 2 hours. Then the blade was broken off on mayo table. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.